Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. An x-ray confirmed the lead had fractured. An invasive procedure was performed to replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was capped and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.